Event description:
In 2009, the pt reported an elevated blood glucose reading of over 500 mg/dl with her normal range being 80-110 mg/dl. Symptoms are dizziness, dehydration, and feeling sluggish and she treated her reading by injecting 10 units of insulin. She stated she inserted a half-filled insulin cartridge into her infusion device and primed about 5 times but did not confirm that insulin was dripping out of the tubing. She said she ate some pizza and took a nap and when she woke up her blood glucose was 500 mg/dl. To troubleshoot, the pt was instructed to check her insulin counter on her device and it was displayed 208 units. She was then instructed to remove the insulin cartridge and she stated she had 100 units in the vial. The pt was advised to adjust the piston rod until the display read 100 units. The pt did so and primed until insulin flowed from the end of the tubing. She reconnected to her device. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.